Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a thin and friable posterior leaflet. It was noted imaging was difficult. An xtw clip (lot 30103r1051) was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted medially reducing mr to a grade of 2-3. To treat a jet on the lateral side, an nt clip (lot 20823r2038) was inserted. While in the left ventricle (lv), the clip because caught in chordae. Troubleshooting was performed and the clip was retracted into the left atrium (la). However, it was observed the mr had increased back to a grade of 4+ and there was tissue observed on the grippers. Independent grasping was then performed, but it was observed the posterior gripper no longer worked. Therefore, the clip was removed, and an xt clip deployed on the mitral valve. However, mr was unable to be reduced to remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on available information, a cause for the reported incomplete coaptation is due to patient anatomy (friable posterior leaflet). The cause of the reported image resolution poor cannot be determined. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.